Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2023, when the guide wire was opened on the operating table and the doctor was about to place the ureteral stent, it was found that the front end of the guide wire was broken. Replaced with a new guide wire immediately. Per additional information via email from ibc on (B)(6) 2023, device was not used on the patient.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Correction: e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023, when the guide wire was opened on the operating table and the doctor was about to place the ureteral stent, it was found that the front end of the guide wire was broken. Replaced with a new guide wire immediately. Per additional information via email from ibc on (B)(6) 2023, device was not used on the patient.